Event description:
The customer contacted philips healthcare to report that "the latch of the receptacle connector of the ac power supply is loose." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.